Event description:
A pt reproted blood glucose results of "160 mg/dl" with a lifescan meter and "112 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The customer care rep. Walked the pt through a control solution test with a new a cial strips and it passed.